Event description:
Customer reported they have experienced an abnormally high occurrence of filters clotting from lot number 05f2286p. Sets have been lasting only 12 hours before requiring change. The facility's protocol has not changed. The clotting occurred with no warning (no filter trends in pressure). Citrate was used as the anti-coagulant. Product not available for return.